Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported stretched coils were confirmed although the reported difficult to remove was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wire instructions for use (IFU) states: guide wires are delicate instruments and should be handled carefully. Do not use damaged guide wires. The IFU also states: avoid damaging the fragile guide wire tip. If indicated, the guide wire tip may be carefully shaped using standard tip-shaping practices. The investigation determined the reported stretched coils to be related to a deviation to the IFU, but a conclusive cause for the reported difficult to remove could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a hi-torque (ht) balance middle weight (bmw) universal guide wire was selected for the procedure. No resistance was felt during removal of the ht bmw universal guide wire from the dispenser coil. Force was applied while shaping the tip of the guide wire stretching the tip coils. The ht bmw universal guide wire was then inserted into an unspecified guide wire introducer. The physician tried to reshape the tip again and then decided at that point not to use the guide wire. There was difficulty removing the guide wire from the guide wire introducer further damaging the guide wire. Another unspecified guide wire was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.